Manufacturer narrative:
The customer reported that a (B)(6) female patient, who had been ¿rescued¿ from her home and transported to the hospital, died approximately one hour after arriving. The involved hospital personnel had questions about the ECG strip that was printed for this patient when they were confirming the patient death. They reported that the strip did not print ¿smoothly.¿ this was clarified to be that there were some very low amplitude deflections that they were not expecting to see on the printed strip. The ECG strip provided shows an asystolic rhythm. Note that asystole is not an absolute flat line. Methods to determine death vary from country to country but generally include the absence of respiration and pulse, the absence of corneal/pupil reflexes, and absence of response to painful stimuli. The device was evaluated and passed all testing. There was no malfunction of the device for the delivery of therapy or printing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer contacted philips to report a defibrillator related issue. The term death was included in the partially translated information and it is unclear what the issue is.